Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sharp, stabbing pains in my lower abdomen"), the first episode of autoimmune disorder ("auto immune disease (p.i.c)"), the second episode of autoimmune disorder ("autoimmune disease of the eye") and the first episode of fibromyalgia ("fibromyalgia") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2003, (B)(6) 2009), drug hypersensitivity (nausea), gestational hypertension, gravida and postpartum depression. Concurrent conditions included visual disturbances since (B)(6) 2013 and irregular periods. Concomitant products included sumatriptan since 2012 for migraine. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced the first episode of arthritis ("arthritis in hips,(sharp stabbing and throbbing)") and back pain ("lower back pain"). On (B)(6) 2014, 4 years after insertion of essure, the patient experienced chorioretinal atrophy ("punctate inner choroidopathy"). In 2016, the patient experienced the second episode of arthritis ("arthritis/ arthritis in hands,(sharp stabbing and throbbing)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of autoimmune disorder (seriousness criterion medically significant), the second episode of autoimmune disorder (seriousness criterion medically significant), the first episode of fibromyalgia (seriousness criterion medically significant) with impaired self-care, rash papular ("persistent raised rashes on forearms/ persistent raised rashes on right hip"), rash pruritic ("itchy rashes on forearms/ itchy rashes on right hip"), the second episode of fibromyalgia ("fibromyalgia"), adenomyosis ("extensive adenomyosis"), uterine leiomyoma ("uterine fibroids"), migraine ("migraines"), headache ("headaches/frequent headaches"), depression ("depression"), the first episode of anxiety ("anxiety"), arthralgia ("frequent hip pain"), allergy to chemicals ("chemical sensitivity"), fatigue ("fatigue"), feeling abnormal ("memory fog"), nausea ("nausea"), disturbance in attention ("difficulty concentrating"), pruritus ("itchy"), muscle twitching ("muscle twitching"), asthenopia ("chronic eye strain"), menorrhagia ("heavy menstrual cycle/ menorrhagia"), dyspareunia ("painful intercourse"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), erythema ("redness"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), the second episode of anxiety ("mental anguish"), osteoarthritis ("osteoarthritis"), perfume sensitivity ("highly sensitive to artificial fragrances"), ovulation pain ("pain during ovulation") and pain ("pain/ pain in many location"). The patient was treated with ibuprofen (advil), ondansetron (zofran), morphine, hydromorphone hydrochloride (dilaudid), ibuprofen and surgery (bilateral salpingectomy removed uterus, cervix, tubes, implants, but not ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, rash pruritic, menorrhagia and dyspareunia had resolved, the rash papular, the last episode of fibromyalgia, chorioretinal atrophy, adenomyosis, uterine leiomyoma, the last episode of arthritis, headache, depression, arthralgia, back pain, allergy to chemicals, fatigue, feeling abnormal, nausea, disturbance in attention, pruritus, muscle twitching, asthenopia, allergy to metals, erythema, mental disorder, the last episode of anxiety, osteoarthritis, perfume sensitivity, ovulation pain and pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, adenomyosis, allergy to chemicals, allergy to metals, arthralgia, asthenopia, back pain, chorioretinal atrophy, depression, disturbance in attention, dyspareunia, erythema, fatigue, feeling abnormal, headache, menorrhagia, mental disorder, migraine, muscle twitching, nausea, osteoarthritis, ovulation pain, pain, perfume sensitivity, pruritus, rash papular, rash pruritic, uterine leiomyoma, the first episode of anxiety, the first episode of arthritis, the first episode of autoimmune disorder, the first episode of fibromyalgia, the second episode of anxiety, the second episode of arthritis, the second episode of autoimmune disorder and the second episode of fibromyalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: not specified. Concerning the injuries reported in this case, the following ones were "confirmed" in patient¿s medical records: autoimmune condition, bilateral hip and lower back pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet and medical record were received. Events per pfs: pain during ovulation and pain/ pain in many location. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(6)) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sharp, stabbing pains in my lower abdomen"), the first episode of autoimmune disorder ("auto immune disease (p.i.c)"), the first episode of fibromyalgia ("fibromyalgia") and the second episode of autoimmune disorder ("autoimmune disease of the eye") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2003, (B)(6) 2009), drug hypersensitivity (nausea), gestational hypertension, vaginal delivery and postpartum depression. Concomitant products included sumatriptan in 2012 for migraine. In 2002, 2944 days before insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced the first episode of arthritis ("arthritis in hips,(sharp stabbing and throbbing)"). On (B)(6) 2014, the patient experienced chorioretinal atrophy ("punctate inner choroidopathy"). In 2016, the patient experienced the second episode of arthritis ("arthritis/ arthritis in hands,(sharp stabbing and throbbing)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of autoimmune disorder (seriousness criterion medically significant), the first episode of fibromyalgia (seriousness criterion medically significant) with impaired self-care, rash ("persistent raised rashes on forearms/ persistent raised rashes on right hip"), rash pruritic ("itchy rashes on forearms/ itchy rashes on right hip"), the second episode of fibromyalgia ("fibromyalgia"), adenomyosis ("extensive adenomyosis"), uterine leiomyoma ("uterine fibroids"), migraine ("migraines"), headache ("headaches/frequent headaches"), arthralgia ("frequent hip pain"), back pain ("lower back pain"), multiple chemical sensitivity ("chemical sensitivity"), fatigue ("fatigue"), feeling abnormal ("memory fog"), nausea ("nausea"), disturbance in attention ("difficulty concentrating"), pruritus ("itchy"), muscle twitching ("muscle twitching"), asthenopia ("chronic eye strain"), the second episode of autoimmune disorder (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycle") , dyspareunia ("painful intercourse"), allergic to nickel/ hypersensitivity reaction to nickel, redness,mental anguish, osteoarthritis, highly sensitive to artificial fragrances, essure caused or aggravated any psychiatric and/or psychological conditions. The patient was treated with ibuprofen (advil) and surgery (bilateral salpingectomy removed uterus, cervix, tubes, implants, but not ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, rash pruritic, menorrhagia and dyspareunia had resolved and the migraine was resolving. The reporter considered abdominal pain lower, adenomyosis, anxiety, arthralgia, asthenopia, back pain, chorioretinal atrophy, depression, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, multiple chemical sensitivity, muscle twitching, nausea, pruritus, rash, rash pruritic, uterine leiomyoma, the first episode of arthritis, the first episode of autoimmune disorder, the first episode of fibromyalgia, the second episode of arthritis, the second episode of autoimmune disorder and the second episode of fibromyalgia, allergic to nickel/ hypersensitivity reaction to nickel, redness,mental anguish, osteoarthritis, highly sensitive to artificial fragrances, essure caused or aggravated any psychiatric and/or psychological conditions to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: not specified. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet and medical records received- all relevant medical history, concurrent condition, concomitant medication and treatment drug added, events fibromyalgia, punctate inner choroidopathy, extensive adenomyosis, uterine fibroids, arthritis, migraines, depression and anxiety, which worsened after essure, frequent hip pain, lower back pain, chemical sensitivity, frequent headaches, fatigue, memory fog, nausea, difficulty concentrating, itchy, muscle twitching, chronic eye strain, autoimmune disease of the eye, heavy menstrual cycle, large clotting, heavy cramping, sharp pains during ovulation, severe and persistent pain were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.